Event description:
It was reported the patient received several inappropriate shock therapies from the right ventricular (rv) lead due to invalid and lack of appropriate right atrial (ra) lead sensing of atrial tachycardia/atrial fibrillation with rapid ventricular response. The rv lead remain in use. Follow up with the clinic found that the pacing mode was reprogrammed to inactivate the ra lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient received several inappropriate shock therapies from the right ventricular (rv) lead due to invalid and lack of appropriate right atrial (ra) lead sensing of atrial tachycardia/atrial fibrillation with rapid ventricular response. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.